Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the user fell down and hit the implantation site on (B)(6)2023. Since then he couldn't hear sounds with the device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. According to the parents, the user fell and hit the implantation site on (B)(6)2023. Re-implantation was performed on (B)(6)2023.